Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not address their elevated bg at the time of report. A replacement pump was sent to resolve the problem and the customer reverted to an alternate method of insulin delivery.

Event description:
It was reported that a malfunction alarm occurred, and the customer's blood glucose level exceeded a high threshold, but the specific value was unknown. The issue did not require third-party assistance, and a replacement pump was sent to resolve the problem. The customer was advised to use multiple daily injections as a backup therapy, instructed on how to manage the pump settings and return the faulty pump within 10 days to avoid charges.